Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette and the adverse event(s) of bacterial peritonitis, which warranted antibiotic therapy. Per the patient¿s rn, the cause of the peritonitis was due to peritoneal membrane failure, and unspecified gastrointestinal issues. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, enterococci are part of the normal intestinal flora of humans and animals. Based on the information available, the liberty cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating the liberty cycler or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with bacterial peritonitis. The patient began displaying symptoms of peritonitis (specifics not provided) and began receiving cefazolin 1000 mg intraperitoneal (ip) daily and fortaz 1000 mg ip daily. Peritoneal effluent fluid cultures were received four days later and were positive for enterococcus faecalis. The patient was given a single dose of vancomycin 2000 mg ip, then transitioned to ampicillin 1500 mg ip daily. Per the patient¿s peritoneal dialysis registered nurse (pdrn), the patient was not hospitalized for the event. Causality was initially linked to a breach in aseptic technique (specifics not provided); however, further follow-up with the patient¿s pdrn revealed the patient has ¿membrane failure issues¿ (specifics not provided) and the cause of the peritonitis was attributed to gastrointestinal disorder (specifics not provided). The patient is reportedly recovering from the event and continues to undergo ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.